Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent and abdominal pain. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the event. On the same day as the onset, the patient was treated with ceftazidime (1 gram, route and frequency were not reported) and ciprofloxacin (500mg, route and frequency were not reported) peritonitis. Antibiotic treatment was stopped after fourteen days. Pd therapy was ongoing. At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.